Manufacturer narrative:
A product investigation was completed: the condition of the received device was described as generally worn out and the technician noted the handle was broken. The service technician noted the action taken as activity exchange, replacement. Functional testing has been performed in accordance with the service manual. The device failure has been caused by improper handling. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Other number: UDI: (B)(4) lot number unknown, anl was the only legible part of the serial number, device is an instrument and is not implanted/explanted. Phone number: (B)(6). Service and repair evaluation was performed on the subject device. The device was noted to be generally worn out with broken handle. Serial number is no longer legible, therefore service history record review and device history record review could not be performed. The complaint condition is confirmed. The probable root cause is improper handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device universal chuck with t-handle was received for service and was reported that the handle of the device is broken. There were no injuries, patient user involvement or surgery delay or need for additional medical intervention reported. This is report 1 of 1 for (B)(4).